Manufacturer narrative:
Customer has indicated the complaint sample will be returned to (B)(4) for evaluation. Once (B)(4) receives the device, an investigation will be performed and a supplemental medwatch 3500a form will be submitted. \report source: complaint information was provided by (B)(4). Device has not yet been returned to mfg.

Event description:
It was reported during an unknown patient procedure that the hudson end connection sheared off while reaming. The malfunction created a 4 minute delay. The customer indicated that nothing was left in the patient. No adverse events were reported as a result of the malfunction.

Manufacturer narrative:
The complaint sample was returned greatbatch for evaluation and the reported event was confirmed. The returned instrument power coupling adaptor has broken off of the hudson coupling shaft. The power coupling adaptor has a large fatigue fracture surface area suggesting the device has experienced a significant amount of use from wear. A manufacturing review was performed and there were no discrepancies found. No further investigation is required. D10: device availability updated. G7: type of report updated to follow-up. H2 & h3: updated device evaluation by manufacturer. H6: method code updated to 10, 3331, 4116. H6: result code updated to 3251, 3252. H6: conclusion code updated to 22. This is a re-submission of this follow-up 001 medwatch form originally submitted sep 19, 2016 under an incorrect MDR number 3004976956-2016-00019. Note the manufactrer information had been changed to the current manufacturer name and contact person. In addition, the codes in h6 had been adjusted from the original submission to accomadate the new imdrf codes.